Event description:
According to the complaint, on (B)(6) 2025, the safepico aspirator was vented and transported to the lab for blood gas analysis. The user realized the air in the sample had not been sufficiently vented, so they tried to vent the air from the aspirator. The vtc on the aspirator came loose causing blood to spill out and exposed the user's eye to blood. Blood tests of the users is currently ongoing.

Manufacturer narrative:
Radiometer investigations of the returned sampler found no defect. Based on the customer description, the issue occured during second venting of the sample. This suggest that the first venting worked as normal, and the user should not vent the sample again, as the vtc was already filled with blood from the first venting. Hence the root cause is use error. Therefore, this incident does not meet the criteria for a reportable MDR.